Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 11dec2020 in the b.5. Field.no further follow-up is planned.this report is associated with 1819470-2020-00169 since there is more than one device implicated.evaluation summary:a female patient reported that the injection screw of her humapen ergo ii did not move and no insulin flowed out. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability.there is no evidence of improper use or storage.

Event description:
Lilly case ID: cn202012001072this report is associated with product complaint: 5385992this spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints (pcs), concerned a 57-years-old asian female patient.medical history included kidney stone. Concomitant medications included metformin and insulin glargine; both for unknown indications.the patient received insulin lispro (rdna origin) (humalog 100u/ml), from a cartridge, via a reusable devices of (blue, plastic) humapen ergo ii and humapen luxura (burgundy) device (burgundy, metal), at morning 18 units, noon 18 units, night 18 units; three times a day), subcutaneously, for diabetes mellitus, beginning on an unknown date. Sometime in 2019, while on insulin lispro treatment, she was hospitalized to recuperate (as reported) and she was also hospitalized sometime in 2020 (as reported). On an unknown date, her physician doubted and diagnosed, that she had rheumatism, because she had pain in hand, foot, waist, and was very uncomfortable, and the attention could not concentrate (as reported). She felt anxious and annoyed, the temper was very strong (as reported). Her brain was muddle-headed, was forgetting things frequently. Her blood glucose was still very high (values, units and range not provided) and it was sort of the middle stage of diabetes mellitus, so there was more an unspecified complication at the time of report. According to her physician, she would again be hospitalized sometime in dec-2020 to recuperate (as reported). On 27-nov-2020, the injection screws of the humapen ergo ii and humapen luxura (burgundy) did not move out, did not work and no insulin flowed out (pc number: 5385992 and lot number: unknown) and (pc number: 5385995 and lot number: 1707b02). Information regarding additional corrective treatment was not provided. She had not recovered from the events. Insulin lispro treatment was stopped on 27-nov-2020 and was never restarted. The patient was the operator of the humapen ergo ii and humapen luxura (burgundy) devices and her training status was not provided. The humapen ergo ii and humapen luxura (burgundy) devices general model duration of use and suspect humapen ergo ii and humapen luxura (burgundy) devices duration of use was not provided. The humapen ergo ii was thrown away (its return was not expected); thus the humapen ergo ii device associated with while product complaint 5385992 was not returned to the manufacturer. The humapen luxura (burgundy) device associated with product complaint 5385995 was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro treatment while did not provide any relatedness for the events with its humapen ergo ii and humapen luxura (burgundy) devices.edit 08dec2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.update 11dec2020: additional information received on 10dec2020 from the global product complaint database. Entered device specific safety summaries (dsss), updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the humapen ergo ii device associated with product complaint 5385992 and the humapen luxura (burgundy) device associated with product complaint 5385995, which were not returned to the manufacturer. Added date of manufacturer for the humapen luxura (burgundy) device associated with product complaint 5385995. Corresponding fields and narrative updated accordingly.